Event description:
It was reported that 10 bd alaris extension sets experienced blockage. The following information was provided by the initial reporter: when priming the tubing, the lipids will not flow through the filter, and stops in the tubing just before entering the filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one used sample model 10012866 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. A quality notification was sent to the supplier. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, the filter was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. Due to no manufacturing root cause being determined there will be no further action taken at this time. A device history record review for model 10012866 lot number 22029622 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10,

Event description:
It was reported that 10 bd alaris extension sets experienced blockage. The following information was provided by the initial reporter: when priming the tubing, the lipids will not flow through the filter, and stops in the tubing just before entering the filter.